Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels in the mid 300's (mg/dl). The customer changed the infusion set and delivered a correction bolus via the pump. The contact reported the suspected cause was due to the infusion set. The customer's bg levels stabilized shortly after. The contact reported an additional elevated blood glucose level in the past, but declined to provide details regarding the event.